Event description:
Facility reports within the last two months four lumbar catheters broke off when trying to remove from the pt. In one incident, the guide wire frayed and broke off. The catheter remained in the pt's head. The pt required re-operation to remove the catheter. The pt recovered without further incident.

Event description:
Correction to submission dated 9/20/2001. Facility reports within the last two months four lumbar catheters broke off when trying to remove from the pt. In one incident, the guide wire frayed and broke off. The catheter remained in the pt. The pt required a re-operation to remove the catheter. The pt recovered without further incident.